Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (1500 mcg/ml at 420.6 mcg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient experienced wound dehiscence at the lumbar incision and erythema at the abdominal incision. It was noted the patient's brother noted the back of her dressing was wet in the evening. The patient came into the clinic on (B)(6) 2016 and they noted erythema over the pump site in the abdomen and dehiscence of the lumbar wound. It was decided by the hcp to pack with wet to dry dressing. Infection disease was consulted, cultures and labs were obtained, and the patient was admitted for a 23 hour stay to get a PICC line. The white count was 7.3, sed rate of 33 mm/hr. It was noted the superficial wound culture with few mixed flora, negative blood cultures, and mixed contaminants in the urine culture. Intravenous antibiotics (daptomycin and levoquin) were started on (B)(6) 2016. Debridement of the lumbar site was performed on (B)(6) 2016. A wound vacuum was applied on (B)(6) 2016 and changed every three days. It was noted there was good granulation tissue and the wound vacuum was removed on (B)(6) 2016. The intravenous medications were changed to oral on (B)(6) 2016. The patient was continuing to heal. The etiology of the event was noted as not related to the device or therapy and related to the implant procedure. The outcome was noted as resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.